Event description:
Philips received a complaint by a field service technician on the v60 indicating that the attachment part for rubber feet of the central processing unit (cpu) tray cover was deformed. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service technician evaluated the device and observed that the attachment part for rubber feet of the cpu tray cover was deformed. The field service technician ultimately replaced the cpu tray cover, confirmed that the software version of the device was 3.20, conducted a comprehensive inspection of the device, cleaned the device, performed functional tests, verified that the issue was resolved, and returned the device to service. No other malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided, the alleged malfunction impacted the user¿s ability to use the device properly. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction as there was a mounting issue, causing the device to be unstable on the stand.